Event description:
On 4/6/99, following a diagnostic procedure, an angio-seal device was placed in a pt's groin. Immediately post-deployment the pt experienced pain with persistent bleeding from the site. Manual compression was required to achieve hemostasis. At this time it was noted that the pt's peripheral pulses were absent and the pt was taken to surgery where the entire device was removed from the artery. The pt was reported to be in satisfactory condition. As of 5/6/99, there has been no further report to the MFR of complication or add'l pt sequellae.